Manufacturer narrative:
Service was not dispatched because issue was resolved by the customer. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak from the waste bottle on the fluidics tray of the access 2 immunoassay analyzer. The customer stated that the reason for the overflow was due to the waste bottle level sensor not registering that the bottle was full. The customer cleaned the fluidics tray and the waste bottle level sensor. The sensor then appeared to be operating as intended. No effect to patient or user was reported in connection with this event.